Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the asymptomatic patient presented at a follow-up in clinic. Upon interrogation, the right atrial lead exhibited intermittent far-r oversensing that led to inappropriate automatic mode switch. The physician elected not to perform any interventions. The patient was in stable condition.